Manufacturer narrative:
Product analysis: customer concern: reported upon opening his new reservoir it seems to have more than usual silicone by the o-rings, on 07-jan-2026. Evaluated 1 seal reservoirs. A visual inspection test was performed using appendix d, found no physical or cosmetic anomaly; found fluid mentioned by customer is the silicone applied during manufacturing: with proper spray of silicone. Per dop114-811doc. Conclusion: the reservoir passed per inspection; found no physical or cosmetic anomalies. Evaluated 1 seal reservoir. A visual inspection test was performed using appendix d, found fluid mentioned by customer is the lubricant applied during manufacturing: with excessive spray of lubricant. Per dop114-811doc. Conclusion: the reservoir failed per inspection; found excessive spray of lubricant. Evaluated 3 open/used reservoirs. The customer's complaint cannot be confirmed, as the product with its original packaging was not returned because it was open/used. However, a visual inspection test was performed using appendix d, found fluid mentioned by customer; unknow substance inside. Per dop114-811doc. Conclusion: the reservoirs (all 3 reservoirs) failed per inspection; found unknown liquid inside. Product open/used. Manufacturing assessment: based on the evaluation, no evidence was found in the device history record (DHR) of any other event or condition that could be related to the reported complaint. Controls are in place to detect the condition, and no interventions associated with the potentially impacted process were identified. No failures related to preventive maintenance or calibration were found during the timeframe. In addition, no materials or non-conformities were found due to excess silicone have been reported this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer received reservoirs with excess silicone at the o-ring on top of the reservoir. The customer noted that upon opening the package, the reservoir appeared to have more silicone than usual. No harm requiring medical intervention was reported. The reservoir mmt-342 was returned for analysis.

Manufacturer narrative:
Additional review of the event shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the investigation was conducted to determine whether the reported fluid in the reservoir represented a design, material, or safety issue. Evaluation confirmed the fluid was manufacturing silicone lubricant and not contamination or insulin leakage. Visual and functional testing, along with design and risk review, identified no performance impact, no safety concern, and no design defect. The condition was attributed to lubricant over-application, and overall product safety and effectiveness were confirmed. So, the event submitted under regulatory report number 2032227-2026-119617 is not reportable.

Manufacturer narrative:
Evaluated 1 seal reservoirs. A visual inspection test was performed using appendix d, found no physical or cosmetic anomaly; found fluid mentioned by customer is the silicone applied during manufacturing: with proper spray of silicone. Per (B)(4). Conclusion: the reservoir passed per inspection; found no physical or cosmetic anomalies. Evaluated 1 seal reservoir. A visual inspection test was performed using appendix d, found fluid mentioned by customer is the lubricant applied during manufacturing: with excessive spray of lubricant. Per (B)(4). Conclusion: the reservoir failed per inspection; found excessive spray of lubricant. Evaluated 3 open/used reservoirs. The customer's complaint cannot be confirmed, as the product with its original packaging was not returned because it was open/used. However, a visual inspection test was performed using appendix d, found fluid mentioned by customer; unknown substance inside. Per (B)(4). Conclusion: the reservoirs (all 3 reservoirs) failed per inspection; found unknown liquid inside. Product open/used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received that was not included with the initial report. The information has been provided in section h11 with this report. Customer reported when opening new reservoirs found excess silicone at the o-ring on top of the reservoir. Design assessment: this investigation demonstrated that the fluid observed in the complain reservoirs is excess silicone oil, amounting to approximately twice the quantity found in a nominal reservoir. Exposure to this level of silicone oil is not expected to cause any adverse toxicological effects, therefore these reservoir may be used without any appreciable increase in toxicological risk. However, from a process quality perspective, it is recommended to tighten manufacturing process controls to minimize recurrence. The investigation was conducted to determine whether the reported fluid in the reservoir represented a design, material, or safety issue. Evaluation confirmed the fluid was manufacturing silicone lubricant and not contamination or insulin leakage. Visual and functional testing, along with design and risk review, identified no performance impact, no safety concern, and no design defect. The condition was attributed to lubricant over-application, and overall product safety and effectiveness were confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.